Manufacturer narrative:
Reported event: an event regarding abnormal ion level, corrosion, and wear/metallosis involving an accolade stem was reported. The corrosion and wear/metallosis events were confirmed via medical review, but the abnormal ion level event was not confirmed. Method & results: -device evaluation and results: not performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the failure of a total hip arthroplasty after approximately 11 years due to corrosion and metallosis. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Corrosion and metallosis is a well-known complication, the causes of which are multifactorial including surgical technique and other contributing factors." -device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that a patient was revised due to abnormal ion level, corrosion, and wear/metallosis. A review of the provided operative reports by a clinical consultant confirmed the corrosion and wear/metallosis events, but the abnormal ion level event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade tmzf hip stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.